Manufacturer narrative:
No motor error alarm was noted during testing. The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The motor was tested outside the device and passed. The pump had cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that insulin pump was damaged and motor error alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.